Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k062195.

Event description:
On (B)(6), 2010, the lay user/patient's caretaker contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not power on. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6), 2010 (at 1:30am). According to the csr's documentation, the patient manages her diabetes with an unspecified dose of metformin and insulin, and in response to the alleged issue, the patient continued with her usual dose of metformin at 5pm. At an unknown time later the reporter claimed the patient developed symptoms of dizziness, cold sweats, and low sugar. The reporter stated the patient did not receive any medical intervention or treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the patient was using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strips, and the battery in the subject meter did not need to be replaced. The csr also confirmed the subject meter did not turn on with the power button and/or test strip. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.